Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This patient was admitted to the hospital on (B)(6) 2013 due to sepsis that was likely either due to an infected pacer or endocarditis. The physician had planned on explanting the device. It was recommended a CT scan be done on the pelvis/abdomen area, but the patient's family refused. She died 3 hours later. The CT was requested because the patient had rising white blood count, no bowel sounds, upon examination, no stools, and her abdomen was becoming tenderer by the day. It is documented that there was no autopsy done, and there was no way to determine whether she died due to bowel complications vs. The sepsis.